Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The pulse generator was received in backup operation. The battery voltage had reached end of life. The implant duration was 4.21 years, which did not meet 75 percent of the published longevity of 5.7 years. No field settings were received. With a new battery, normal function ensued.